Event description:
It was reported that an ilet pump¿s touchscreen was cracked after the customer accidentally shut a car door on the device, resulting in a nonfunctional display and loss of watertight integrity. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and instructions to back up therapy due to uncertain device functionality. Investigation included intake assessment, replacement logistics, and return for evaluation. Investigation of this device revealed physical damage to the touchscreen/display assembly consistent with external mechanical impact, leading to inability to display information and normal use. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.